Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("a piece of essure system was found in the abdomen") and device dislocation ("a piece of essure system was found in the abdomen") in a (B)(6) year-old female patient who had essure inserted. Other product or product use issues identified: device difficult to use "problem on the right side during the placement of essure" on (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure was planned on (B)(6) 2017). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage and device dislocation had not resolved. The reporter provided no causality assessment for device breakage and device dislocation with essure. The reporter commented: the patient had no pain. Ligation of the uterine tubes was to be performed. The physician planned to throw out essure system after the removal but the patient wanted that implants were kept to perform investigations. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: piece of essure found in abdômen. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device breakage - analysis in the global safety database revealed 1.735 cases. Device dislocation - analysis in the global safety database revealed 1.522 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.